Event description:
The account alleges the artery kit from bd pulled in air during a blood gas sampling. A lot of air was noted in the syringe when the sample was to be taken. When the patient was detached from the set, and the set was flushed, saline solution leaked from the syringe by the red valve. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was not provided, so a review of the manufacturing history record could not be done. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. As no lot number was provided, a search of the complaint database could not be performed and the device history record could not be reviewed.